Event description:
The customer contacted customer service via email and reported that while charging the base unit (battery pack), it caught fire. The customer was not using the device when the event occured. There were no injuries, and no medical intervention was required.